Event description:
Complainant alleged that the device displayed "pacer fault 122," "pacer fault 123" and "pacer fault 126" messages. Complainant did not indicate that there was any pt involvement in the reported malfunction.